Event description:
Treatment of a cerebral avm. During guidewire navigation, it was reported that it was difficult to navigate with the guidewire. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. The initial report states, the guidewire was used with a magic 1.2f catheter (manufactured by balt). The mirage guidewire is not compatible with the magic 1.2f due to the lumen ID of the catheter. This likely led to difficulty navigation and the guidewire broke off during manipulation. Results - guidewire broken. (B) (4).